Event description:
The pt was in or undergoing a left hip replacement. During the procedure and shortly after the surgeon began cementing the bipolar prosthesis, the pt's blood pressure began to fall leading to a code ten minutes later. The pt was turned, compressions started, and defibrillation initiated. The CPR efforts were not successful and the pt was pronounced dead 30 minutes after the code had been called.